Manufacturer narrative:
The authorized service personnel (asp) reported that no error found during his service visit. The reported problem was not duplicated. The (asp) ordered a motor controller (mc) board but ordered not yet delivered. The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered motor controller board aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted.

Event description:
The customer stated the unit was tagged with a note that said over voltage protection ovp circuit failed. The customer reported that the unit was not in use on a patient. The customer contacted product support and reported confirmed unit has an 1127 code ovp circuit failed. Biomed has called back and is claiming philips mega site contract for kindred. The investigation is ongoing.